Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. The customer did not specify if this was the initial use of the suspect device. A review of the device history record revealed no exception documents. Based off of similar complaints it is suspected that the rotator separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Evaluation method: evaluation based off of similar complaints, device history record was reviewed.

Event description:
The rotator broke during an angiographic procedure at 900 psi. No harm or injury was reported. The customer reported three defective devices but did not provide any further information or clinical details for the additional events. The customer is also not expected to return any of the suspect devices for evaluation. Therefore, this single form FDA 3500a will be submitted for this complaint.